Event description:
It was reported that the user experienced interruption of insulin dosing when the pump shut down due to a depleted battery after the user misplaced the charger, and no backup therapy or fingerstick blood glucose checks were performed during the downtime. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, emergency treatment, or hospitalization. Investigation included customer counseling on appropriate actions during device shutdown and education on checking blood glucose and initiating predetermined backup therapy. Investigation of this case revealed user handling and use error related to failure to maintain device power and to revert to prescribed alternative therapy when the device was not functioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.